Manufacturer narrative:
(B)(4). The assignable root cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: six samples were returned for evaluation. The samples were visually inspected and functionally tested. No nonconformances were found. The products operated within specification and the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. Two additional, used devices of the same lot were also received. Visual inspection identified brown spots on the filter of one unit. The devices were functionally tested with no defects identified. Initial evaluation confirmed the reported condition for one of three devices. Result and conclusion codes will be updated, for the device for which the problem was confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that an interlink extension set had a discolored filter. This issue was discovered during infusion of total peritoneal nutrition (tpn). There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. Should additional relevant information becomes available, a follow-up report will be submitted.